Event description:
It was reported that the patients leads were exposed at the ipg pocket site. The physician believed that patient taking blood thinners quickly after implant could have contributed to the lead exposure. The patient underwent an explant procedure. The explanted ipg and leads were retained by the medical facility and will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7079313/7080828.